Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with technical support, the customer was able to successfully charge the pump using an alternate usb cable and wall adapter. Customer¿s blood glucose value was not provided.